Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The event date is approximate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. Information was reported that a patient was had been having issues with getting any coupling boxes shaded. Patient states she is seeing normal charging screen, it ¿can go off/on¿ but she has no boxes shaded. Patient was not with their ins recharger at time of call. Patient services recommended the patient to call back when she is with equipment. Patient stated she will call back later (B)(6). No symptoms have been reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2017-07-11. The patient reported getting a poor communication screen on the patient programmer (pp). The patient reported that the pp was not reading her stimulator (ins). The patient reported that she tried replacing the pp batteries. The patient reported that she wasn¿t able to communicate with the recharger. The patient reported that there was a reposition antenna screen on the recharger and stated, ¿it flashed on and off¿ when she tried to charge and couldn¿t read her implant. The patient reported that she last charged the device successfully about 2 months prior to the report. The patient reported that it worked fine then. The patient reported that she tried to charge every two weeks. The antenna was confirmed to be secure and synced with the ins and the issue didn¿t resolve. The antenna was unplugged and the pp was placed directly over the ins on the skin and the issue didn¿t resolve. No further complications were reported.